Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shock, and the egm showed oversensed signals, most likely p-wave oversensing. The lead was found dislodged via review of x-ray. The patient is young and very fit, working out a lot. The lead had wrapped itself around the can. It is believed the cause is the size of the pocket or softness of the tissue within the pocket. Increased pacing lead impedance and decreased hv lead impedance were also noted. The lead was repositioned and patient condition normal post procedure.